Manufacturer narrative:
The MFR received the device on 9/21/04. The analysis of the coring knife confirmed the knife being dull. The cause of the knife being dull was due to multiple small dents and rough spots on the cutting surface. The MFR has initiated a corrective action to address the dull coring knife. The pt remains on lvad support while awaiting a heart transplant. No further info is available. The MFR is closing its file on this event.

Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). During the implant, it was reported that the physician was unable to core the left ventricle (lv) apex using the coring kife. The physician commented, that knife was dull and utilized a scalpel to complete the lv core. The hosp is sending the coring knife to the MFR for analysis. The pt remains stable, and on lvad support while awaiting a heart transplant.